Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleging that vibration feature does not work correctly, as she was not notified of e4 occlusion. No adverse event reported. A request was made for the return of the device, replacement sent.